Manufacturer narrative:
Age or dob, weight and ethnicity: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: lens remains implanted, therefor not explanted. Initial reporter first name: unknown/ not provided. Telephone number: (B)(6). The intraocular lens (iol) will not be returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the lens, the physician noticed a small particle in the patient's operative eye. Reportedly, the particle was aspired out of the eye and the lens remains implanted. The patient is being monitored. The box and the cartridge have been discarded. No further information was provided. This report captures the second incident reported by the account. A separate report will be submitted for the other event.